Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent guide pins) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, causing a bent guide pin within the connector. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned a monitor had bent guide pins.

Event description:
A us distributor returned a monitor had bent guide pins.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent guide pins) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, causing a bent guide pin within the connector. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged belt.